Event description:
Rptr broke out in hives, had an asthma attack and chest pain when exposed to latex in a pt care area after returning from a non-pt care area. Rptr was treated in ER with IV solumedrol and benadryl, ventolin nebulizer and was placed on uniphyl, periactin, claritin and three inhalers as her asthma has returned as a chronic condition.